Event description:
The pump would not turn off during a knee surgery and did not sense the pressure. No delay reported or change in surgical procedure. Surgical site swelling noted by dr. No extended stay reported.